Event description:
Customer reports that he obtained a result of 112mg/dl at 11:00am. The device memory shows a result of 215mg/dl at the time, no result of 112mg/dl was found in the device memory. Customer reports that he normally eats at 7:00 am, but did not this day. He states that he was experiencing hypoglycemic symptoms when he received the 112mg/dl result. Within 10 minutes, the paramedics were called and arrived to test customer at approximately 32mg/dl on their device. Customer was given and IV of glucose and ate. No quality controls were used. Requested return of suspect device and replacement was sent.